Event description:
It was reported that the patient experienced a shocking/jolting sensation after climbing the stairs at a railroad station and he got "zapped" by something that was unknown. He felt a wave go through his head. His right hand started to shake; he said the device was turned off for several days because he lost his programmer. Additional information has been requested, but was not available as of the date of this report. Reference MFR report # 3004209178-2012-05244 for related concomitant device event.

Manufacturer narrative:
Product ID: unknown, lot# unknown, implanted: (B)(6) 2011. Product type: lead, product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension, product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011. Product type: implantable neurostimulator, product ID: 37642, serial# (B)(4). Product type: programmer, patient product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension, product ID: 3387s-40, lot# v719620, implanted: (B)(6) 2011. Product type: lead. (B)(4).